Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the emergency lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error e207 which indicated the emergency lamp was blown or failed and the emergency lamp indicator on the front panel blinked. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus singapore (osp). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osp, omsc concluded that the reported phenomena were attributed to the failure of the emergency lamp. According to the reported information, the reported issues had not been resolved even though the examination lamp was replaced. Moreover, the failure of the emergency lamp had been confirmed. Also, more than eight years had passed since the subject device was manufactured. Therefore omsc surmised that the reported phenomena was attributed to the aging deterioration of the emergency lamp due to repeatedly long-term use. If additional information becomes available, this report will be supplemented.